Event description:
A report was received that the pt underwent a pocket revision to move the ipg above the waistline due to discomfort. During the procedure, the physician elected to replace the patient's ipg. The device was functioning properly.

Manufacturer narrative:
This is the final report.